Event description:
Patient had a flipper, it did not touch healing abutment bacterial infection. Was a bone graft placed? Yes. Puros cortico-cancellous. Assessment of hygiene around implant? Good. At the time of the event or implant failure/removal, was there? Bleeding. Were any of the following conditions involved in the event? Immediate extraction site. Site (ada): #5. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).